Event description:
Boston scientific received information that the patient with this right ventricular lead and pacemaker reported experiencing near syncopal episodes. Upon interrogation, oversensing of noise was noted. The device was programmed to 10mv and the noise and oversensing continued. During the surgical procedure, the lead was abandoned and the device was explanted. A new lead and device were successfully implanted. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
The lead was abandoned and was not returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.